Event description:
It was reported that during mca (middle cerebral artery) stenosis case, when the operator delivered the guidewire (subject device) to the distal of the microcatheter there was no reaction. The operator used torque to manipulate but the tip of the guidewire (subject device) did not move. The operator tried to withdraw the guidewire (subject device) but was not able to be retracted. So he withdrew the guidewire (subject device) and the xt-27 microcatheter together and flushed them on the table and found the soft tip of the guidewire (subject device) was fractured. The operator replaced it with another device and continued without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
H4 manufacturing date ¿ added.. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was returned broken 198 cm from the proximal end, the nitinol tubing, core wire and platinum wire were visibly broken, the broken off fragment (distal end) was not returned, and the guidewire hydrophilic coating was hydrated and there were no anomalies noted. No other anomalies were noted. A functional test for the reported guidewire does not have smooth movement and guidewire difficult to remove/withdraw from catheter functional test was unable to perform due to breakage. And a functional test for guidewire distal tip broken/fractured during use was not available. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, the dispenser hoop was flushed before removing the guidewire, there was no resistance encountered removing the guidewire from the dispenser hoop, the guidewire tip was shaped standard, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was severely tortuous. The other devices used in the procedure in conjunction with the subject device were 6fguide catheter, cat6 xt-27 neuroform ez. The same microcatheter was used to finish the procedure. Analysis of the returned device found the guidewire broken 198 cm from the proximal end. The nitinol tubing, core wire and platinum wire were visibly broken. The broken distal end of the guidewire was not returned. The condition of the returned guidewire indicates the device encountered a significant manipulation during the procedure. An assignable cause of procedural factors will be assigned to the as reported ¿guidewire does not have smooth movement¿, ¿device difficult to remove/withdraw from catheter¿, ¿guidewire distal tip broken/fractured during use¿ and as analyzed ¿guidewire distal tip broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during mca (middle cerebral artery) stenosis case, when the operator delivered the guidewire (subject device) to the distal of the microcatheter there was no reaction. The operator used torque to manipulate but the tip of the guidewire (subject device) did not move. The operator tried to withdraw the guidewire (subject device) but was not able to be retracted. So he withdrew the guidewire (subject device) and the xt-27 microcatheter together and flushed them on the table and found the soft tip of the guidewire (subject device) was fractured. The operator replaced it with another device and continued without clinical consequences to the patient.